Event description:
During a pta to the right superficial femoral artery which was moderately calicified and tortuous, the balloon ruptured at six atmospheres. A second savvy of unknown size was used to successfully complete the procedure. There was no report of patient injury. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The product is not available for evaluation and testing.